Manufacturer narrative:
(B)(4). Method: the healthcare facility returned three ojr416 optiflow junior 2 nasal cannulas to fisher & paykel healthcare (f&p) for an evaluation. Our investigation is thus based on the evaluation of the returned devices, information provided by the healthcare facility and our knowledge of the product. Results: an evaluation of the returned devices was conducted. For two devices, the tubing was found detached from the connector end (swivel grip). For the third device, tubing was detached from the cannula end and was observed to be stretched. Conclusion: based on the evaluation of the returned devices, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported events resulted from the cannulas being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr416 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in south africa on behalf of a healthcare facility has reported that the tubing of ojr416 optiflow junior 2 nasal cannula was detached from the connector (swivel grip). It was further reported that 3 other units were affected. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa on behalf of a healthcare facility has reported that the tubing of ojr416 optiflow junior 2 nasal cannula was detached from the connector (swivel grip). There was no reported patient involvement.